Event description:
Reporter stated that pt's blood glucose was tested, using the suspect device, with a result of 18 mg/dl. Reporter indicated that, although pt was not exhibiting symptoms of hypoglycemia, she gave pt a few sips of orange juice as a precaution. Six minutes later, pt's blood glucose was reportedly retested, using the suspect device, with a result of 218 mg/dl. No pt injury was reported. Qc testing had not been performed on the system. Technical support requested the returned of the suspect product and replacement product was shipped.